Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported the cause was not determined. It was unknown contributing factors, but from experience perhaps too close to the nerve. The cause of the trial lead not coming out clean was not determined but that it was embedded in tissue. Device will not be returned as discarded.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that trial was implanted for 2 weeks. During trial period, patient was unable to use the lead / unable to provide stimulation as the stimulation was too strong at 0.2amp. The patient had a contralateral side lead. The patient's trial lead was removed however it was very painful. The lead did not come out clean.